Event description:
During laparoscopic hysterectomy surgery using the harmonic instrument the tip of harmonic was found to be broken. Tip was located by x-ray in the pelvis and retrieved from patient. No harm to patient.